Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 16 occurred with multiple cartridges. Additionally, the cartridge did not fit on to the pump properly. Customer¿s blood glucose ranged between 54-65mg/dl. Reportedly, the pump was reset and the cartridge was reloaded to resolve the issues.